Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was the sterility of the device compromised? Please describe the sterile packaging: - were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? If possible, please provide the lot number for the vicryl involved.-contacted with the sales rep today via phone, please refer to the event description and devices returned. Other information requested is unknown. H3 analysis: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned samples. The visual analysis of the product noted that three samples and one foil packaging of product code vcp1751d were received for analysis. Each vcp1751d contains eight strands. In order to evaluate the conditions of the returned samples, the returned foil the package was visually inspected, and wrinkles and holes in the foil were observed. In addition, one suture was noted to be detached from the needle, this condition contributed to the degradation of the suture since the product code of vcp1751d is an absorbable suture. As part of ethicon suzhou¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2024 and suture was used. It was reported that the primary package was found damaged prior to planned use. Another device was used to complete the surgery. No adverse patient consequences were reported. Upon evaluation of the returned device, suture degradation was observed for one suture. Additional information was requested but unavailable.